Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had hoarseness and discomfort with the stimulation. Patient saw the np and they noted hiccups and trouble breathing. Patient complained of chest pain so the device was turned off. The patient's chest pain had become worse after the disablement and the patient was hospitalized as a result. It was noted in april the patient was wearing a halter monitor which was being monitored by his cardiologist. At that last visit (B)(6) 2022) the np turned off autostim since the np was unsure if the patient had a cardiac issue. No additional relevant information has been received to date. Va discomfort with stim - throat muscle spasms - hiccups dyspnea cheat pain.